Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Product description : cement restrictor introducer; product code : 963206000; product lot number : 00pn35463; reason for complaint : t-handle has broken off from the introducer; date of complaint : (B)(6) 2018; date complaint was reported to pei : (B)(6) 2018; date that pei reported to depuy : (B)(6) 2018; is product being returned : yes; has product been contaminated with bodily fluids : yes; is product being returned with decontamination cert : yes; does the complaint require a response : yes; did the event occur during surgery : no; was surgery time extended as a direct result of incident : no; if yes, by approximately how long : n/a; is litigation indicated or pending : no; has event affected a patient : no; patient hospital number : n/a; other patient details : n/a.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.